Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 95% stenosis located in the distal circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated 2 times at 18atm's for 10 second durations. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the stent however excessive force was not used. It was reported that the stent failed to cross the lesion due to tortuosity and calcification of the vessel and stent deformation occurred. The patient is reported to be alive with no injury.